Event description:
Initial reporter indicated that the pt "was not feeling their magnet activations". He was feeling his regular output current. No further info has been attained about the event. Good faith attempts are being made for additional info.